Manufacturer narrative:
Correction: device evaluation of monitor sn (B)(6) has been completed. The reported problem (delivers high energy pulse) has been confirmed. Upon investigation the monitor failed a pulse test for delivering a pulse above the upper limit. The cause for the failure was isolated to shorted component q10 on the defibrillator pca. The root cause for the shorted q10 component could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tabs at the p2 and p4 pad were loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor failed incoming functionality testing.